Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level ranged between 500 - 550 mg/dl. Reportedly, the customer administered a manual injection to address bg level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.